Event description:
The customer called to report that they were admitted with high bgs. Troubleshooting was performed. The pump passed the lead screw test the high pressure test was not performed due to the lack of clamp. It was stated that the doctor has been trying to treat the customer with manual injections but bgs barely go down. The doctor could not find the cause for high bgs.